Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) explant procedure. The patient was stable postoperatively. The explanted device was retained by customer.

Manufacturer narrative:
This report is being submitted to correct the additional suspect in h11. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number:(B)(6), batch/lot number: 7129522, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7128745, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number:(B)(6). Batch/lot number: 7168318 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7164210 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) explant procedure. The patient was stable postoperatively. The implantable pulse generator (ipg) will not be returned, retained by customer.